Event description:
It was reported that the pulse generator displayed a -diagnostic data was invalid- message upon interogation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.